Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The fluoroscopy functions (ffb) pcb, ps1 power supply and coin cell batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited an error and locked up. No patient serious injury or death was reported related to this event.